Event description:
Reporting status: serious injury. Reporting rationale: thrombus requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported that the patient is a male with history of a previous bypass surgery and previous placement of an ICD device. The procedure was to treat an obtuse marginal at the bifurcation of the cx and obtuse marginal. The vessel was predilated and stented with the 2.0 x 15mm rx mini vision. Approx one hr later, the patients ICD alarm went off three times, at which time the patient was returned to the cath lab. Upon examination, it was found that the vessel and stent had totally occluded with a sub acute thrombosis. A 2.5 x 20 mm otw balloon catheter from another company was used to dilate inside the stent and a 2.5 x 23mm rx mini vision was placed inside the stent to treat the thrombosis. No postdilatation was performed; however, postdilatation was performed distal to the stent with a 2.0 x 20mm otw voyager. An aortic balloon pump was placed to stabilize the patient. No add'l event or patient info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the 2.0 x 15mm rx mini vision stent delivery system because it was not returned for evaluation. Occlusion and thrombosis, as listed in the device risk assessment and instructions for use are known adverse events associated with coronary stenting and clinically acceptable in the view of patient benefit. These known patient effects are not necessarily an indication of a product quality issue.